Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device replacement procedure, this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. The physician elected to surgically abandon the one portion of the shocking lead which exhibited the out of range measurement. No additional adverse patient effects were reported. The lead remains in service as a single coil shocking lead.